Event description:
Boston scientific received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), the patient was taken to the intensive care unit due to acute pulmonary edema. The patient then passed away. There were no allegations against the device function, and the field representative reported that the implant procedure was not considered to be related to the patient's death. The device was not explanted post-mortem and will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.